Event description:
The customer contact reported unrestricted flow. At 0915, line a of the device was programmed to deliver iron polymaltose 1g/500ml, at a rate of 100ml/hr, with a vtbi (volume to be infused) of 500ml, and the delivery was started. After an unspecified length of time, the device alarmed for an unspecified reason. At that time, the customer contact reported the nurse removed the tubing set cassette from the device, attempting to clear the alarm. The customer contact reported the tubing set remain connected to the pt while the nurse tended to another pt. It was unspecified if the cair clamp was used to clamp the tubing set. At 1130, the nurse noted the container was empty, instead of containing approximately 300ml as expected. The device was removed from clinical service. There were no reported adverse pt effects. No medical interventions were required. The customer contact reported the pt was observed for an hour then discharged home. Though requested, no additional info was provided.

Manufacturer narrative:
Testing and investigation was conducted at the user facility by the hospira field service engineer. The device passed testing for delivery accuracy. During testing, the device delivered a measured volume of 20.12ml from an expected delivery of 20ml. Delivery accuracy for this device requires delivery of 20.ml +/- 1ml ((B)(4)). No unrestricted flow was noted during the testing procedures. Based on the data verified, hospira could not attribute the issue to the device. The device history was printed at the user facility. The device history indicated that the device continued to be in use after the reported date. All data from the reported event data of (B)(4) 2012, was overwritten by the newer info. This report represents all the info known by the reporter upon query by hospira personnel.